Event description:
On (B)(6) 2025, in the critical care medicine department, a nurse inserted an arterial catheter into a patient for arterial blood pressure monitoring using an arterial catheter needle. During the procedure, blood leakage was observed at the tail end of the arterial catheter needle. The needle was immediately replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.